Manufacturer narrative:
The customer was sent a new pump and larger breastshileds, as the customer was not using the appropriate size shields .  The customer is no longer taking antibiotics, and her infection has been resolved. The product involved in the complaint was not returned for evaluation/investigation at this time therefore, no conclusion can be make as the cause of the event.

Event description:
The customer reported on (B)(6) 2016, that she was hearing a high pitched noise from her pump in style advanced breast pump and she was unable to express milk. She also indicated that her breastshields were too small causing her nipple to crack and her to develop an infection. She was prescribed an oral antibiotic called kaflex.